Event description:
During an augmentation when the surgeon was making an incision they could smell plastic and the pencil arced and burned the patient right at the edge of the incision. It was debrided and considered minor.